Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pin on the cable assembly was bent. The method and result codes along with conclusion code apply to the desktop charger which was returned for analysis.

Event description:
A consumer implanted for multiple back operations reported starting three weeks ago the power cord wouldn't stay plugged into the recharger. No out of box failure was reported. It was further reported starting at the same time the implantable neurostimulator (ins) wouldn't take a charge so they met with the manufacturer¿s representative (rep) on (B)(6) who restarted their device. No patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported starting three weeks ago the power cord wouldn¿t stay plugged into the recharger and the female connector pin was loose on the recharger.